Event description:
During remote follow-up, noise leading to oversensing and inhibition of pacing was observed on the device and right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-06481.